Manufacturer narrative:
During routine preventive maintenance (pm), the device failed to display a charging light. The power switch and charging board were replaced, initially resolving the issue, but the malfunction reoccurred shortly after. When the replacement process was repeated, a small puff of smoke was observed upon plugging in the device. A review of the serial lot number history found no similar complaints associated with this device. While the failure mode has been confirmed, the root cause remains undetermined, and the investigation is ongoing. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm), the device displayed no charging light. The power switch and charging board were replaced, which initially resolved the issue, but the light returned shortly after. Upon repeating the replacement process, a small puff of smoke was observed after plugging the device in. There was no patient involvement reported.

Manufacturer narrative:
The allegation that the device was smoking could not be confirmed; however, visible damage was observed that may have contributed to a malfunction. The device was repaired by replacing the power filter and power supply assembly board. The exact cause of the damage to these components could not be determined. Potential contributing factors include the device being plugged in while undergoing service, improper replacement of the power filter fuses, or improper storage of electrical components. Reference to complaint # (B)(4).